Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a valvuloplasty procedure in a venous stenosis, the ptv balloon allegedly detached and had retraction issues through the sheath. The balloon and sheath were removed together as one unit. A snare device was used to remove the detached material. No further treatment was needed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the balloon to be completely detached from the catheter shaft at both balloon weld locations. Additionally the returned balloon segment was inverted and slightly prolapsed at one end. Therefore, the investigation is confirmed for a complete balloon detachment and retraction issues. Resistance during removal of the balloon likely resulted in the identified detachments. However, the definitive root cause for the identified retraction issue or detachment could not be determined based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a valvuloplasty procedure in a venous stenosis, the ptv balloon allegedly detached and had retraction issues through the sheath. The balloon and sheath were removed together as one unit. A snare device was used to remove the detached material. No further treatment was needed. There was no reported patient injury.